Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and exhibited no capture and low impedances. The lv lead was explanted and replaced. It was also reported that the right ventricular (rv) lead perforated the right ventricle and the pericardial sac. A sternotomy was performed to fix the perforation and the rv lead was re-positioned. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.